Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain / pain") and genital haemorrhage ("nonstop intense and heavy bleeding/ she bled for ten months straight") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (date of deliveries: (B)(6) 2007, (B)(6) 2010, (B)(6) 2011.), parity 3 and miscarriage. Concurrent conditions included nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo-provera) for contraception. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced abdominal pain lower ("cramping / intense pain in lower abdomen"), rash ("rashes/ body-wide rashes"), fatigue ("tired all the time that occurred after my essure intense") and abdominal distension ("bloating"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and headache ("intense headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain") and dizziness ("dizziness"). The patient was treated with estrogen nos (estrogen) and surgery (plaintiff underwent hysterectomy with essure removal). Essure was removed in (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, headache, rash and dizziness was resolving and the abdominal pain lower, weight increased, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dizziness, fatigue, genital haemorrhage, headache, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on 15-nov-2017: case is now valid. Follow up received via a pfs form: new reporter, events, historic and concomitant conditions and also product stop date was added. (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.